Event description:
It was reported that this pacemaker found to be operating in safety mode. Premature battery depletion was suspected. The patient had presented for a device interrogation when the issue was observed, and the patient was scheduled for an urgent device replacement within two days. No additional adverse patient effects were reported. The device was expected to be returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received.

Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this pacemaker found to be operating in safety mode. Premature battery depletion was suspected. The patient had presented for a device interrogation when the issue was observed, and the patient was scheduled for an urgent device replacement within two days. Additional information was received confirming the device was explanted and replaced the following week. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.